Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the healthcare facility to establish care. The health care professional found high capture thresholds and loss of capture on the left ventricular channel. This crt-d remains in service. No adverse patient effects were reported.